Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving an alert for an hv lead impedance measurement higher than the programmed upper limit. The hv lead impedance was tested after a high voltage therapy and yielded an in range result. All subsequent measurements were in range and the lead remains implanted.